Manufacturer narrative:
Information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to an olympus sale representative on behalf of the customer. The rep did not know the mode or serial number of the scope that was being utilized and was concerned that the scope was in use for a while prior to image failing to display. The rep stated that the customer was well versed in cleaning the electrical contacts on the scope when the issue occurred. A follow up was made to confirm issue resolution and device return status however, no response has been received. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center image went out and a b30 scope communication error ensued. The event occurred during procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
E2, e3 - three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error and no image displayed could not be identified. However, it is possible the cause was related to an external force that was applied at the time of the cable connection, or due to the damage found in an internal board. Per instructions for use: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.